Event description:
Reporter alleged blood glucose measured 117, 34, and 71 mg/dl when all were performed back to back within mins of each other. No actions were taken or teatment rec'd reportedly. A request was made for the return of the suspect device and repalcement product was sent.